Event description:
The device was used during a laparotomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/17/1997-supplemental report #1 submitted to FDA.